Manufacturer narrative:
The dialyzer was not returned for evaluation. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. As no product has been received and the manufacturing records show no non-conformance during production, the manufactured product (consisting of (B)(4) dialyzers) was released three and a half months ago to (B)(4) unique customers. Although two customers reported three internal blood leak complaints, there is insufficient information or device availability for determining a manufacturing related issue.

Event description:
Clinic manager reported of a dialyzer blood leak at treatment initiation. Blood was visible around the header. During follow up the clinic manager reported the patient lost one full circuit of blood, maximum 200 cc. There was blood visible in the dialysate, the machine did alarm, and test strip was positive. The leak was visibly around the header on the venous side. The patient did not need any medical intervention, no extra saline or transfusion needed. He was moved to another machine and completed treatment. The dialyzer was discarded.